Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The literature publication reported the following patient complications during a cryoablation procedure: seven (7) groin hematomas occurred. Transient phrenic nerve palsy (pnp) occurred in four (4) patients. All pnp cases resolved spontaneously during follow-up. In one case, pericardial tamponade occurred, that was managed by pericardial puncture, but the hospital stay was not prolonged in this patient. The status of the catheters are unknown. Follow up is being conducted for additional information on the catheters. No further patient complications have been reported as a result of this event.